Event description:
Consumer reports bd logic giving much higher readings than old meter. Analysis run on clarke error grid using competitive meter readings (150) as ref. Point vs. Bd readings (272) yielded data point in "c" range of the grid, outside the acceptable range.